Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The blood glucose from reported event was 220 mg/dl and sensor glucose from reported event was 160 mg/dl. Customer declined troubleshooting for the high blood glucose. Sensor glucose and blood glucose were off by 40 to 50 points and difference was within acceptable range. The insulin pump will not be returned for analysis.